Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, advised that their device was unable to complete a charge (in order to shock) and had a service indicator present. As a result, defibrillation would not be possible if it were necessary. The reported issue was observed during a preventative maintenance (pm) evaluation of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Numerous attempts to reach the customer to follow up on the status of the device have been unsuccessful and it is unknown if the device has been repaired. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.